Event description:
Caller reported that the t:slim x2 pump battery would not charge despite using the correct tandem charging cable and wall adapter. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the caller to ensure the wall adapter was plugged into a working outlet for at least 30 minutes, but the issue persisted. Attempts to use different charging equipment also failed. Consequently, technical support decided to replace the pump. The customer reverted to manual insulin therapy.